Manufacturer narrative:
Correction: initial MDR gives the date of event as (B)(6) 2017. The correct date of event is (B)(6) 2017. Initial MDR gives the date received by manufacturer as 04/12/2017. The correct date received by manufacturer is 04/11/2017.

Manufacturer narrative:
Results: customer returned one sample for investigation. Sample shows stopper to have pulled out and remained lodged in urine transfer kit after use. Upon evaluation of the customer returned sample, the customer¿s product issue was observed during visual inspection of the tube and rubber stopper. The stopper appears to have pulled out of the tube and remained lodged in the urine transfer kit holder. The tube and stopper appear to be deformed or partially collapsed. Conclusion: there were no related quality notifications. All process and final inspections comply with specification requirements. Based on the investigation, a root cause could not be determined within the scope of this evaluation. UDI #: (B)(4).

Event description:
It was reported that the top popped off a 4.0 ml 13x75 mm plastic c&s preservative tube and urine transfer straw during use. No injury or medical intervention.